Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 17, 2020 - november 18, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a vertical crack located on the fill port. A functional leak testing was performed which revealed a leak in the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage from around the fill port during use of the device. The precise leak location was unknown. This was identified during use of the device at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.